Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. No low battery alerts noted. Device passed self test, unexpected restart error test, rewind and displacement test. However, device alarmed prime alarm during basic occlusion test due to slightly loose drive support disk. Device received with cracked case at display window corners, cracked lcd window, broken reservoir tube lip, cracked belt clip slot, broken battery tube threads and minor scratches on lcd window. Device received with corroded battery tube. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Insulin was squirting out during manual prime. Customer's blood glucose was unknown. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.